Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for high positive end expiratory pressure (peep). The customer encountered high peep alarms and said ventilation stopped. Our field service engineer could not reproduce the problem. The ventilator was returned to the customer after passed tests. No parts were replaced and no further issues have been reported. The evaluation of the received device logs shows several alarms for 'no patient effort' and high pressure on february 05, 2020 which will be used as the date of event. The last pre-use check before the event passed two weeks earlier. There are no technical errors in the device logs the last year before the event. The device logs indicate both high pressure and leakage. Actions when these alarms occur are to check the patient and the patient breathing circuit for blockages and leakage, but also to check ventilator settings and alarm limits. High pressure may lead to injury and stop of ventilation. Leakage may lead to insufficient, or stop of, ventilation. Alarms will be generated when set alarm limits are exceeded. The last pre-use check passed two weeks before the event while it is recommended to always perform a pre-use check immediately before use on a patient. The conclusion in is that several clinical alarms indicating both high pressure and leakage were found in the device logs, but there is nothing in the logs that suggests that the experienced problems were caused by a ventilator malfunction.

Event description:
It was reported that the ventilator alarmed for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer ref.#: (B)(4).